Event description:
Caller reports lancet protrudes from the end cap before the device was fired. An accidental needle stick occurred, but did not require medical attention. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The year is the only known part of manufacture date. It was unknown if the initial reporter sent report to the FDA.